Manufacturer narrative:
Patient was using several brands of catheters at the time of the event and was unable to identify which device may have caused or contributed to the event. There was no specific defect or malfunction identified. No lot or UDI information was recorded and device was discarded. Patient also stated he was reusing the single use labeled catheters by washing the pre-applied lubricant off and applying his own lubricant.

Event description:
Intermittent catheter patient (user) reported he experienced a lot of bleeding so was admitted to the hospital where he stayed for approximately 1.5 weeks. Patient was taken off intermittent catheterization and uses an indwelling foley currently. He reported he feels fine now.